Event description:
It was found during internal review of programming and diagnostics data that system diagnostics on the patient resulted in high impedance on (B)(6) 2012. No known interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.